Event description:
A report was received that following the permanent implant procedure the patient was experiencing skin erosion at the lead incision site with a gradual seroma underneath. The patient's symptom was redness. The seroma was drained, but has recently returned.

Event description:
A report was received that following the permanent implant procedure the patient was experiencing skin erosion at the lead incision site with a gradual seroma underneath. The patient's symptom was redness. The seroma was drained, but has recently returned.

Manufacturer narrative:
Additional information was received that the patient was given a band that must be worn to compresses and force the fluid collection to be displaced. No further action will be taken.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2158-70 serial:(B)(4) description:linear lead with enhanced stylet, 70cm.